Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer initially could not reset the pump, but after following up, they contacted technical support, which provided assistance with resetting the pump. After the reset, the malfunction code did not recur, and the customer was informed that they could continue using the pump, with instructions to call back if any issues reappeared. No further follow-up was needed, and the case was closed.